Manufacturer narrative:
All buttons functioned properly. However, found corroded keypad traces. No button error alarms noted during testing. No moisture damage noted on the electronic assembly. The pump was received with cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call, the insulin pump had alarmed button error during bolus settings. Customer's blood glucose was 10mmol/l. Customer stated he swan with the device, he used a special case but the pump was wet. The device wasn't dropped or bumped. Customer was advised the device needed to be replaced and to revert to back up plan. The device is returning for analysis.